Manufacturer narrative:
(B)(4).

Event description:
It was reported "small hole in catheter lumen." The line was removed and an additional piv placed. The patient's current condition is reported as "discharged from the hospital".

Event description:
It was reported "small hole in catheter lumen." The line was removed and an additional piv placed. The patient's current condition is reported as "discharged from the hospital".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc catheter for analysis. Signs of use were observed on and within the catheter. Visual analysis did not reveal any defects or anomalies on the returned catheter. The catheter length from the juncture hub to the distal end measured 212mm, which is within the specification limits of 207mm - 227mm per catheter product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. Both extension lines flushed as intended without signs of leakage. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15) , which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was not confirmed through complaint investigation of the returned sample. All lumens passed functional leak testing performed per iso 10555-1, and no evidence of leakage, backflow, or inter lumen crossover was observed with any of the lumens. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.